Event description:
It was reported that the sternal saw ran slower than normal. No pt injury was reported.

Manufacturer narrative:
The saw was returned to terumo and was visually inspected. A ball bearing was found to be missing from the shaft housing. The ball bearing was replaced. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.